Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Event description:
Healthcare professional reported "few scattered cysts". Device has been explanted.